Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision due to persistent pain and possible sepsis on (B)(6) 2014. Revision due to superficial sepsis around the wound with collection on (B)(6) 2013. This event report was received through clinical data collection activities.